Event description:
A customer reported experiencing high blood glucose levels, with the highest reported at 300 mg/dl. The customer attempted to correct the high blood glucose by administering a bolus via the pump and confirmed the sensor reading with a blood glucose meter. Technical support instructed the customer to inspect the infusion site and tubing, revealing air bubbles in the tubing which the customer was advised to address. Despite these efforts, the customer noted that the insulin delivery was ineffective at lowering blood glucose levels. The customer did not complete all suggested troubleshooting steps and was advised to consult a healthcare provider for further guidance.